Event description:
It was reported that the patient went to the clinic complaining of the inability to walk without getting tired. It was also reported that the patient was experiencing premature ventricular contractions (pvcs) during atrioventricular (av) intervals causing ventricular safety pacing (vsp). The device rate response settings were reprogrammed and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.